Event description:
It was reported that while setting up for a case it was noticed that the buttress compression nut and blade guide sleeve did not fit together. The threads wouldn't thread together. There was no procedural or patient involvement. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the subject device was received. The investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event was not provided by reporter. Device is an instrument and is not implanted/explanted. A device history record review was conducted for the subject device. No non-conformances were generated during production. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The following narrative was mistakenly omitted from the previous medwatch report: a product development investigation was performed for the subject device (part number 03.037.016, lot number 8965774, buttress/compression nut). The subject device was received with light galling wear observed at the surface of the ø19.6mm and along the wavy surface which interfaces with the spherical prominence of the locking clip. A review of the associated drawings and technique guides was performed. It was determined that premature wear caused by the design was the cause of this complaint. A design change was made to increase the bearing length within the aiming arm assembly including the nut should have triple lead female threads to provide faster assembling onto the guide sleeve than a single lead thread and the instruments must be compatible with mating instruments in the tfna system. Test reports confirm this design change is acceptable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.